Event description:
An aneurx stent graft system was implanted into a pt for endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unknown. It was reported that during the modeling of the stent graft the iliac artery was perforated and the pt's blood pressure dropped. The reliant stent graft balloon catheter (MFR report #2953200-2007-00219) was inflated partially in the stent graft and partially in the iliac artery which pushed the edge of the iliac stent graft through the artery wall. The physician pushed the balloon up the iliac limb, occluding the artery and the pt's blood pressure was stable. The physician placed an iliac stent graft to repair the perforated artery. The reliant stent graft balloon catheter was partially in the artery and partially in the stent graft, against the medtronic rep reiterating the use of the reliant stent graft balloon catheter is to be inflated fully within the stent graft per the advisory notice. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
.